Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that an advanced follow-up was performed due to this pacemaker being included in the recent hydrogen induced premature depletion advisory population. During the follow-up the expected remaining longevity was eight months. At the previous follow-up the expected longevity was greater than five years. Premature battery depletion was suspected and a revision procedure was scheduled. This pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that an advanced follow-up was performed due to this pacemaker being included in the recent hydrogen induced premature depletion advisory population. During the follow-up the expected remaining longevity was eight months. At the previous follow-up the expected longevity was greater than five years. Premature battery depletion was suspected and a revision procedure was scheduled. This pacemaker was explanted. No additional adverse patient effects were reported.